Manufacturer narrative:
The medical history was received and evaluated. Chemotherapy is probably a factor in the failure of this implant (it that is the type of treatment the pt is receiving) chemotherapeutic agents are known contraindications for dental implants.

Event description:
Implant placed 8/19/1997. It was removed 5/7/1998 due to bein mobile while trying to place a bar system. One person affected.